Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report her event. During the call, tac recommended trying another video cable to help identify the root causing device. However, the customer didn¿t know if they had another cable or not, but intended to end the call and go search. Tac followed up with the customer on 3 separate occasions but received no response. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that while preparing for a procedure using the evis exera ii video system center and the evis exera ii xenon light source, she was receiving an intermittent image. According to the initial reporter, two separate 180 series scopes were used, and the image failure occurred with both. There was no patient harm reported as a result of this event. This is complaint 1 of 2, being submitted to capture the evis exera ii video system center. For details relating to the evis exera ii xenon light source, please see complaint with patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.